Event description:
It was reported that a patient presented in clinic during follow-up. Increasing high voltage lead impedance was observed. No further information is available.

Manufacturer narrative:
(B)(4)

Event description:
New information received indicates that externalized conductors were observed.